Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the tube of the subject device was clogged and the foreign material leaked during the preparation for the gastroscopy (the patient was not under anesthesia). The intended procedure was completed with another similar device and its procedure was not delayed more than 15 minutes. This event indicated that the subject device had been insufficient or incorrect reprocessed and the user may have used the poor reprocessing subject device for next procedure. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was inspected at olympus (B)(6). It was found that the instrument channel tube of the subject device was clogged. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was gotten the detailed information from the user and the field service engineer of olympus china as follows; -the tube was clogged by tissue glue which cannot remove from the tube. -the field service engineer could not confirm the exact date when this event was occurred. -the user can reprocess the scope according to correct procedure. -no photo was available. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Consideration] though it was difficult to identify the cause of the reported phenomenon, the following mechanism of occurrence was presumed from the investigation results. -it was injected medical adhesive into the subject device via accessory during the procedure. -when pulling out the accessory, the accessory was handled incorrectly, and medical adhesive adhered to the instrument channel. -medical adhesive stuck in the instrument channel and remained. In addition, the following cause was presumed from the former similar cases. -there was insufficient training for the user facility staff to handle device and accessories in accordance with IFU. If additional information becomes available, this report will be supplemented.